Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Upon inspection, it was determined that the dicom interface box was not connected. The image signal goes through the interface box to the monitor. The dicom box was reconnected and the system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800's live image monitor would not display images. There was no adverse patient involvement reported. There was no patient information reported.